Event description:
Procedure was planned utilizing zenith main body extensions to cover a penetrating ulcer of the thoracic aorta. The initial placement of the first extension occurred without complication. However, after deployment of the second device, the operator failed to release the trigger-wire mechanism, and the graft component was inadvertently pulled downward into the abdominal aorta. The procedure was continued and three other body extensions were deployed in the thoracic aorta without complication. As a result of the inadvertent migration of the second main body extension, an axcillary fem-fem bypass procedure was performed. Intervention was deemed necessary to preclude and eventual occlusion of the common iliac artery, due to the positioning of the extension within the abdominmal aorta. At the end of day the pt was observed to be stable and doing well.